Event description:
Reporter alleged discrepant back to back comparative results on the advantage system, however, did not indicate the location of the testing. Customer stated the system meter results were 425 mg/dl versus 142 mg/dl and 225 mg/dl versus 112 mg/dl, when the comparative values were tested 2 minutes apart. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number of 549425 with an expiration date of 01-31-08.

Manufacturer narrative:
The suspect product is the comfort curve test strips.